Event description:
It was reported that the pt's implant site was swollen and had leakage from incision site. The pt's doctor prescribed antibiotics (type unk). The doctor did not believe that there was any infection present. Advance bionics is in the process of gathering further information; once more information is obtained, a supplemental report will be submitted.